Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73k1500424 investigation did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The doctor noted that the clip collapsed during ligation while using the applier during endoscopic surgery. The patient's is in good condition.